Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the user¿s ilet pump required replacement during training due to a malfunctioning power button. The button could be heard responding, but the screen failed to activate. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.